Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hub at the end of the catheter broke off the body of the catheter during a peripheral intervention procedure. The physician removed the device and used another of the same to complete the procedure. There were no reported adverse effects to the patient as a result of this product problem.